Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed internally and the machine alarmed "blood leak". Estimated blood loss was 100 to 125cc. Cracks or other damages were unable to be identified on the dialyzer. Treatment was completed by set up of new machine and the patient was in stable conditio. No adverse events or medical intervention required.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.